Manufacturer narrative:
Correction: section b6 - "isometric test" should have been included in relevant tests/ laboratory data in 2017865-2025-1003524.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No interventions were performed and the physician will continue to monitor the lead. The patient was in stable condition.